Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use existing cartridge. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 379-471mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.